Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 115 mg/dl and the sensor glucose was 64 mg/dl at the time of the incident. Sensor glucose and blood glucose difference is not within acceptable range. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 64 mg/dl. Suspend on low limit in sensor settings was 60 mg/dl. Customer realized pump was suspended with the wrong value and measured the bg which was 124 mg/dl. The sensor will not be returned for analysis.